Event description:
The manufacturer received information alleging a ds2adv auto CPAP device service required. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was able to be confirmed. During evaluation of the device, the service center visually inspected the device and found burned pca ui bezel plus with scratches. In addition, it was noted that pca electrical damage and show message "service required". The service center also found that reusable pollen filter, inlet/outlet seal, iso port kit and heater plate kit were polluted. Lastly, the device was scrapped.